Manufacturer narrative:
The device history record (DHR) for the affected lot was review, showed that manufacturing and inspection product was performed as per applicable procedures and validated process. All inspection results were carried out and were within acceptable criteria as per established sampling plan levels quality procedures. A sample was not returned for evaluation, consequently, it was not possible to evaluate it as part of a comprehensive failure investigation. The root cause and corrective actions could not be identified without a sample to evaluate. The affected component is produced by an external supplier; our assembly process only consists in a pick and place operation for this material. A formal corrective/preventative action (CAPA) has been opened to further investigate the reported issue.

Event description:
The client reports that he has purchased the product for a 3 year old patient, and knows the care and specifications, but he has had a perforation. When reviewing it, it turned out to have burst the fixation balloon.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.